Event description:
It was reported that a single, out of range impedance measurement resulted in a lead safety switch (lss). However, when the patient was seen in-clinic, provocative maneuvers were performed and the lss could not be reproduced. Boston scientific technical services were contacted and recommended further lead integrity testing to resolve the event. The patient was stable with no adverse consequences and this device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a single, out of range impedance measurement resulted in a lead safety switch (lss). However, when the patient was seen in-clinic, provocative maneuvers were performed and the lss could not be reproduced. Boston scientific technical services were contacted and recommended further lead integrity testing to resolve the event. The patient was stable with no adverse consequences and this device remains implanted and in service.